Event description:
Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4), 3004753838-2024-058892 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction d device identification - correction h2 type of follow up - correction h4 device mfg date - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.